Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a ordered medication was not displayed as ordered in pyxis es server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the maintenance service on application server found disabled. A technical support specialist enabled and started the application server service, which restored normal functionality. After the service was restarted, the icons appeared correctly in the manage inventory section, and there were no issues observed with the purge process. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an ordered medication was not displayed as ordered in pyxis es server. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.